Event description:
It was reported that when extracting the asnis, the screw head became stripped due to bone quality issues. An attempt was made to remove it using an extractor, but both the screw and the extractor fractured. The fractured tip of the screw could not be removed and was left in place, concluding the operation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.